Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; codes 4cf4f and 5cdb8 had been recorded. Code 4cf4f is related to a timing condition of the software which presents when there is waiting on the hardware to initialize. The programmed was disassembled and a contamination was found in one of the connectors at the telemetry board. The connector was cleaned and, the codes disappeared. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the touchscreen on this programmer was unresponsive. The programmer was rebooted and the issue was not resolved. Technical services (ts) was consulted for advice. Ts reviewed submitted data from the programmer and advised if the programmer was updated with most current software and a reboot did not resolve the issue, a hardware issue was a possibility. It was suggested that the programmer be returned for repair. This programmer was exchanged and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the programmer was unresponsive. Reboot does not resolve the issue then it is likely a hardware failure and the programmer will need to be returned for repair. No adverse patient effect was reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. Fault codes were recorded in the programmers logfile. The programmer was disassembled, and the connector from the telemetry board was cleaned to fix the current state of the programmer which caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.